Event description:
It was reported that the capture management had seen high thresholds on the right ventricular (rv) lead, however, thresholds measured in clinic appeared to be within normal range. The lead impedance has decreased over time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).